Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable near the tip of the prograsp forceps instrument was starting to fray. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was able to confirm the reported failure mode with the following clarification. The pitch cable had "unwinded" and was derailed. The instrument's housing was opened and it was discovered that the pitch cable had derailed, thus causing the issue experienced by the customer. The pitch cable derailed from the back idler pulleys and was wedged between both pulleys and had lost tension. The clamping pulley screws remained tight. Failure analysis investigation also found that the distal end of the instrument's main had various scratch marks with light material removal. The scratches were .086 - .116 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.